Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years, six months and 15 days following the implant of this transcatheter bioprosthetic pulmonary valve, a second transcatheter bioprosthetic pulmonary valve was implanted. The reason for replacement was not reported. No additional adverse patient effects were reported.